Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient is still having a degree of incontinence, having to wear a pad and is having accidents. Patient said they are not getting a 50% reduction in symptoms. The patient was not able to communicate with the ins. Patient was standing near a laptop. Patient moved away from the laptop and was able to communicate with the ins. Patient increased stim and symptoms didn't improve. Reviewed patient can increase stim more but if gets uncomfortable may need to consider changing programs. Agent did not ask about the circumstances that led to the reported issue. See general text for omitted info.